Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, some calcifications and calcified fragments of double capsule. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, some calcifications and calcified fragments of double capsule. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Calcification: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as surgical impact opening. (Shell thickness was within specification). Stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported a right side "textured to smooth exchange" and "rupture." Device remains implanted.